Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to respiratory failure. Additional information was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-18309, and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Whether the outcome was considered to be device or therapy related was not provided by the account, and additional information was reported to be unknown. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no additional information has been provided by the account, and the device was not returned for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for vad-18309 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.